Event description:
Post operative complications were noted in literature article in which medical records of patients (B)(6) who underwent dorsal occipitocervical fusion from (B)(6) 2004 to (B)(6) 2007. Forty eight patients received rhbmp augmented fusion. Forty patients underwent fusion from the occiput to c-2, 5 to c-3, 2 to c-4, and 1 to c-6. Titanium instrumentation was performed in all but 1 case. One patient was treated with a plate and polyaxial screw construct, patients were assessed postoperatively at 6 weeks and at 3-month intervals during the first year and then yearly. All patients had fusion confirmed on lateral radiographs within 4-14 months with an average fusion time of 6.7 months. No evidence of pseudarthrosis or hardware failure. One patient recovered slowly after surgery and imaging results suggested prominent ventricles and therefore ventriculostomy was performed. Patient continued to recover slowly and the evd was removed without need for permanent csf diversion.

Manufacturer narrative:
Literature article citation: lindley, t et al. Complications associated with recombinant human bone morphogenetic protein use in pediatric craniocervical arthrodesis. J neurosurg pediatrics 2011; 7:468-474 (10.3171/2011.2.peds10487). Average age of patients were (B)(6). There were 27 males and 21 females. One patient was treated with a plate and polyaxial screw construct. Titanium instrumentation was performed in all but 1 case. Thirty five with custom-contoured rod and titanium wire constructs, 11 with a rib autograft secured with titanium wires alone with no other instrumentation, and 1 with onlay fusion using autograft alone without instrumentation. Five or 10 ml of allomatrix (wright) was used in conjunction with local autograft, rib graft, or cranial graft material and applied laterally along the construct. Calvarial autograft was used in 18 patients, rib autograft in 28, and 2 patients received either morcellized spinous process or did not receive autograft. (B)(4). Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.

Event description:
It was reported that the patient underwent dorsal decompression of foramen magnum and c1 laminectomy, and occiput c1-c2 fusion with bone grafts, allomatrix, and rhbmp-2/acs using intraoperative ultrasonography and an operating microscope. The patient was placed in a crown halo for traction. Post-operatively, patient underwent a ventriculostomy for possible hydrocephalus. The patient currently ambulates with crutches due to a leg-length discrepancy. The patient experiences voice changes, dizziness and headaches, and has severe basilar invagination with the c2 dens projecting at the level of the foramen magnum. Per the physician's notes, the patient has had a rough postoperative course and required percutaneous gastrostomy as well as temporary ventriculostomy. He does have a tracheostomy in place which is permanent. He is in an occipito-cervical minerva type brace. He gets along with crutches. He has fairly good function in his arms and legs. Deep tendon reflexes are absent in the uppers and are hyperreflexic in the lowers. A 3d CT shows he has fusion between the posterior occipital bone and the upper cervical spine. This is satisfactory bone. The severe basilar impression is evident, however the quality of bone appears satisfactory and bone density has definitely improved.